Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 843:320 was determined to be the condition of failure code 543:320:654:0000 discovered and confirmed by baxter personnel in the pump's event history. This condition was caused by a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition.. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 843:320. This condition had the potential to interrupt delivery. This problem was identified during power-up in biomed services department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.